Event description:
As reported by the affiliate, part of the stent was stretched out of the sds when the device was removed from the hoop. Changed new unknown device to complete the procedure. No adverse event on the patient. The intended procedure/target lesion was unknown. The product was stored and handled according to the IFU. There were no damages noted to the product hoop. There wasn't anything unusual noted about the stent delivery system prior to use. It is unknown how the tuohy borst (hemostasis) valve was received. The device was prepped in the tray. It is unknown if the tuohy borst valve was closed prior to removing the device from the hoop. There was no resistance/friction experienced as the device was removed from the tray/product hoop. Unusual force was not required in order to remove the device from the hoop. However. Part of the stent was stretched out of the sds when device was removed from the hoop. Changed new unknown device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Please note that the gender of the patient is currently unknown.

Manufacturer narrative:
Product investigation: one non-sterile precise pro rx ous carotid system, 5f, 7mm x 40mm, 135 cm was received coiled inside a plastic bag. Unit was deployed. Stent was not received. Hemostasis valve was received closed. No other discrepancies were found. The usable length was measured and found within specification. Although the stent was not received; functional test (deployment process) was performed according to procedure and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure "sds - deployment difficulty-premature/during prep" reported by the customer was not confirmed since unit was received deployed. The exact cause of the reported failure condition could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported by the affiliate, part of the stent was stretched out of the stent delivery system (sds) when the device was removed from the hoop. The product was stored and handled according to the IFU. There were no damages noted to the product hoop. Nothing unusual was noted about the stent delivery system prior to use. It is unknown how the tuohy borst (hemostasis) valve was received. The device was prepped in the tray. It is unknown if the tuohy borst valve was closed prior to removing the device from the hoop. There was no resistance/friction experienced as the device was removed from the tray/product hoop. One non-sterile precise pro rx ous carotid system, 5f, 7mm x 40mm, 135 cm was received coiled inside a plastic bag. Unit was deployed. Stent was not received. Hemostasis valve was received closed. No other discrepancies were found.the usable length was measured and found within specification. Although the stent was not received; functional test (deployment process) was performed according to procedure and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure "sds - deployment difficulty-premature/during prep" reported by the customer was not confirmed since unit was received deployed. The exact cause of the reported failure condition could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken. The hemovalve of the precise pro rx is shipped in the open position. If the prepping instructions are not properly followed and the valve is not closed prior to removal from the tray it is possible to pre-maturely deploy the stent or to start stent deployment while still in the tray or during removal from the tray. It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. Rough shipping/handling conditions may also have had an impact on the event. However, based on the information provided, no conclusion can be drawn.